Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per email received from (B)(6) he stated that the head section caster has a broken lock.